Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the zero on the pump touch screen was unresponsive. Tandem technical support tested touchscreen, no issues were identified at time of report. There was no reported adverse impact to customer's blood glucose.